Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she had been experiencing low blood glucose levels recently. The customer mentioned an incident where her entire reservoir was empty within an hour after filling it with 300 units. The customer then stated that she was in the hospital with something unrelated to diabetes. However, while she was in the hospital, she was treated for a low blood glucose of 33 mg/dl. The customer was told that she may have had a stroke. The customer stated that she was taken off of insulin pump therapy by her doctor. The customer later called to report a high pitched tone and unresponsive buttons. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with constant tone and blank display due to faulty connector on mother board. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime and no delivery test due to blank display. The insulin pump had cracked battery tube threads.